Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv10 had ruptured during patient use at the patient's home. According to the reporter, the device was filled with meronem and sodium chloride (nacl) and the rupture occurred during the end of therapy. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; however, a photo has been submitted to baxter for review. The evaluation has not yet been completed. Upon the completion of the photo evaluation or should additional information be received, a follow-up report will be submitted.